Event description:
It was reported that the patient experienced inflation issues with an inflatable penile prosthesis (ipp) since a month after the implant procedure. A surgery was performed in which the pump was replaced for a new one. During the procedure, no fluid loss was noted. Device was functioning as designed after the procedure. The patient did not experience any additional issues after the pump replacement. No more information available at the moment. Should additional information become available, it will be provided.